Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's programs ("interleaving programs gpi 2 left and gpi right") disappeared after a trip to (B)(6). The pt was able to be reprogrammed. No injuries were reported and the pt outcome was noted as okay.